Event description:
Customer reports receiving an error 6 message while using his precision glucose meter. Customer was not able to calibrate his meter, overdosed on insulin, and was found unconscious in his home. Customer's children called the paramedics, when customer regained consciousness and customer ate a candy bar. Report states that paramedics were called but no treatment is documented. Report further states than an rn at customer's va hosp reported the event and that customer was diagnosed with diabetic ketoacidosis. However, the report also states that "no visit to the ER was needed." It is therefore, unclear what treatment was administered by paramedics or if an actual diagnosis was made in this case. In addition two meters are involved in this case. The calibration issue relates to meter and is documented in this report. The medical issue relates to meter.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.